Event description:
The customer reported several higher than expected thyroid stimulating hormone (tsh) results on (B)(6) 2011. These samples were run on a unicel dxl800 access immunoassay system. The results were reported out of the laboratory, however there was no change to patient treatment in association with this event because the results were questioned by the patients' physician. The physician expected the results to be close to zero and indicated the reported results did not meet the patients' expected clinical picture. The actual number of samples and associated results were not specified by the customer. Data provided by the customer involved one patient sample on (B)(6) 2011 with results below the normal reference range for both initial and repeat results.

Manufacturer narrative:
Service was not dispatched for this event as the customer was not questioning instrument performance at this time. Patient samples provided by the customer were evaluated by beckman coulter and did not produce higher than expected results as indicated by the customer. No root cause was determined.